Event description:
The customer's parent called and reported customer's blood glucose was 404 mg/dl, which was treated with manual injection. It was not known why customer's blood glucose was high, but called stated there was blood at the site of the infusion set during insertion, which went into the tubing. Also, caller stated customer had a cold.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.